Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak and difficulty turning the rotator was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The was unable to confirm the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The four additional guide wire accessory kit with copilots referenced are being filed under separate medwatch reports.

Event description:
Reportedly, it was stated that five guide wire accessory kit with copilots had bad rotation. Additionally, the copilots leaked. The procedure was successfully completed with a new copilot. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.